Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector and the twist clamp was in the closed position. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The detent (notch) and lead were present on the twist clamp. The sample was functionally tested including, leak, clear passage, and clamp function testing with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was "very difficult to completely close when open". This was observed before use for peritoneal dialysis therapy. It was further stated there was no visible damage or residue observed on the threads or any other portion of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.